Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the plastic part of belt broke and he had been using epoxy. Patient fell in his garage hit right on his right on his back right on his stimulator. It became swollen up about half size of baseball. Before the fall, he could run hand across back and it used to feel smooth now he could feel it. Patient also noticed his charge did not last as long. Patient would see his healthcare professional (hcp) thursday. Patient saw his hcp every 3 months. No further complications were reported.